Event description:
Bed was moved toward wall with electrical outlets to make room for a pt transport chair. Pt left foot siderail came in contact with the beds electrical plug which was partially fixed in the wall receptacle. This caused sparking and resulted in damage to the electrical cord, outlet, charring of a curtain above the outlet and a burnt spot on the siderail.